Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s up and down arrow buttons were worn and harder to press sometimes. The customer¿s blood glucose level was 82 mg/dl at the time of the incident. The customer reported that the insulin pump had near battery port area scratched, issues with closing the battery cap, harder to seal, issues with priming even after changing sets, received random unexplained no delivery alarms 2-3x times per month. The customer declined troubleshooting. The insulin pump will not be returned for analysis.